Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
The customer¿s complaint of "the perforator could not stop" was not verified. The perforator met functional test method acceptance requirements; proper engagement and disengagement were achieved with every drilled hole, there were no premature disengagement, or erratic and poor cutting action. The device history records (DHR) for this lot (lot# mf002s) of perforators was reviewed. All tests and inspections associated with the assembly process met specification requirements. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Disengagement failure was noted. During the surgery, the perforator could not stop. No injury to the patient¿s dura or cerebral parenchyma was confirmed. It was reported that the product was not reprocessed. The backup device was used and the case was completed without problem. There were no surgical delay greater than 30 min and no adverse consequences to the patient.